Manufacturer narrative:
Follow-up # 1.the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that he obtained error 1 messages on his onetouch ping enhanced meter. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that he started using the meter on (B)(6) 2016, and he had received error 1 messages twice since then. The patient manages his diabetes with insulin pump therapy. It is unclear what action, if any, he took after obtaining the alleged error messages. He claimed that at 2pm on (B)(6) 2016, he developed symptoms of "shaky [and] low energy" which he self-treated with food/drink. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of an acute diabetes excursion, after the alleged meter issue began.